Event description:
A customer observed biases results on multiple assays with dt control I & ii. Troubleshooting determined that this scenario is consistent with a malfunction that could have caused false pt results to be reported. There was no report of pt harm as a result of this event.